Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/11/2018 with the following findings: a review of the pump history showed the last delivered bolus was 7.55 unit bolus. The pump was manually suspended and manually resumed. An unexplained loss of prime occurred. The pump was then manually suspended followed by a manual time change and the pump was manually resumed. Pump was exercised for 24 hours with a 2.0u per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during the testing. The complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of 320mg/dl, with symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and was treated in their healthcare provider¿s office with insulin via injection. During troubleshooting with customer technical support, it was alleged the pump was no delivering correctly. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.